Event description:
Philips received a complaint on the v60 ventilator, indicating that the touchscreen was not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that there was no damage or residue on the touchscreen. The rse advised the customer that the recommended replacement part is the touchscreen. In a good faith effort (gfe) response from the customer received on 08aug2023, it was confirmed that the advised touchscreen part was ordered and replaced. The replacement touchscreen resolved the issue, and the device was returned to full functionality and use. The replaced touchscreen is not available for evaluation by philips because the customer scrapped the replaced part. The device diagnostic report (drpt) was also not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.